Event description:
A customer reported obtaining unexpected negative reactivity with capture-r ready-screen (3), lot r303, for a sample containing anti-lea.

Manufacturer narrative:
A review of the result files for the unexpected negative reactivity showed that negative reactivity appeared negative as reported by the instrument. The customer was directed to the limitations section of the package insert which states that negative reactions will be obtained if the test serum contains antibodies present in concentrations too low to be detected by the test methods employed. According to the aabb technical manual: antibodies against lewis antigens are generally of igm isotype and are naturally occurring. On occasion, lewis antibodies can be detected in the anti-human globulin (ahg) phase. A sample-related issue could not be ruled out. Capture-r ready-screen is designed to detect igg antibodies to red cell antigens. An immucor field service engineer performed the unexpected reaction checklist with acceptable results. Qc performed with acceptable results. The patient sample was tested and negative results were again obtained. The sample was also tested on the neo instrument and negative results were obtained. The instrument is operating within specifications.